Manufacturer narrative:
The actual reported weight was (B)(6) kilograms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the patient was normal again.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# l81438, implanted: (B)(6) 2000, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid with an unknown concentration and dose. It was reported that a dye study was done on the day of report, and the hcp suspected that there was something wrong with the distal end of the catheter based on the results of the study. It was unknown if the catheter event had been confirmed. The representative stated the patient reported having surgery last week and then started having symptoms the past week where she thought she was going through withdrawal. The change in therapy/symptoms was considered sudden. No further patient complications were reported.

Event description:
Additional information received on (B)(6) 2017 from the representative reported they were going into surgery that day to repair or replace the catheter. The representative called back and requested a review of revision kits. The representative stated the patient was having a catheter revision the next day ((B)(6) 2017).

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-19 from the hcp via the representative reported the surgeons suspected the cause of the catheter issue was that when the stimulator was placed, the pump catheter was nicked.